Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d2b; g3; h2; h3; h6; h11. H6: proposed component code: mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The product remains implanted. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had a left total knee arthroplasty performed on and subsequently had a poly exchange with adhesiolysis due to ongoing pain and range of motion issues. The patient has recently reported that they continue to have constant moderate to severe pain and limited flexion. No additional treatment or intervention is noted at this time. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that patient underwent a knee revision procedure to address ongoing pain and range of motion issues. Subsequently, the patient reports continued moderate to severe pain and limited flexion. No additional treatment or intervention has been reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, a2, a4, b4, b5, b7, g3, g6, h2, h6, h10, and h11.

Event description:
It was reported that patient underwent a left knee procedure. Subsequently, patient is reporting pain. No interventions or revisions have been reported.

Manufacturer narrative:
(B)(4). D10 medical devices: persona art. Surf. Fixed bearing (uc) left 10 mm height catalog#: 42511200410, lot#: 65277809. Persona tibia cemented 5 degree stemmed left size c catalog#: 42532006401, lot#: 64821217. Persona all poly patella cemented 32 mm diameter catalog#: 42540000032, lot#: 64941130. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, g6, h2, and h11.

Event description:
It was reported that patient underwent a knee revision procedure to address ongoing pain and range of motion issues. Subsequently, the patient reports continued moderate to severe pain and limited flexion. Patient has undergone a nerve block and attempted ablation to deal with the pain, and has begun wearing a splint. They plan to see a pain specialist for consultation.